Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the appendix in a laparoscopic appendectomy procedure, the reload was placed through the trocar, but was unable to open the 30 mm reload and it was unable to fire. It was noted the surgeon was unable to press the green button and squeeze the handle. The reload was changed and place a 45 mm reload and it was able to fire without incident. However, upon trying to open the jaws of the reload with the black knobs, the surgeon was unable to move the knobs. After several attempts the surgeon was able to successfully open the jaws using the knobs and completed the staple line. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.